Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and no delivery alarm. Customer's blood glucose level was 430 mg/dl. Customer advised the device malfunctioned, they received a motor error alarm, attempted to rewind the device and they received a no delivery alarm. Customer received the no delivery alarm during a bolus attempt. Customer advised they were driving and would call back to troubleshoot.